Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that the doctor was performing a gastrectomy with the hplbue handpiece and focus long 17 and the handpiece was making a strange noise and was self activating. A second handpiece and instrument were used to complete the case with no consequence to the patient.